Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer stopped booting, it had a bsod 0000007f error. When software was attempted to be reloaded the unit locked and when it was opened up it was noted that the inside was very dusty. The dust was able to be cleared out however the programmer still would not boot. It was further noted that the system fan was noisy and it, along with the programmer's media processing unit was replaced and the software was reimaged and reloaded.

Event description:
It was reported that the programmer had stopped booting up and it was further requested that the programmer receive all software updates. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.